Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during tx complete - step 9 remove cassette of treatment and was not connected at the time of the customer support call. The patient noticed some moisture around the pump heads after the last treatment. The patient reported fluid was discovered in the cassette pump module. The patient reported an m31 air detected in cassette warnings during drain 1 of 4 of treatment. The patient was unable to complete a treatment on the cycler since (B)(6) 2024 due to the cycler alarms. The patient stated they were evaluated by the pd care team and was advised the catheter showed no signs of any issues. The film on the back of the cassette was not loose. The patient was advised to discontinue use of the cycler and the cycler was replaced due to the m31 air detected in cassette warnings. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn). The patient knew how to and would perform manuals in the absence of the cycler. Upon follow up, the pdrn confirmed the reported event. The pdrn stated fluid was noted during step 9 of treatment as treatment was cancelled and following the reported m31 air detected in cassette warning alarms while using the cycler and prior to the leak. Per pdrn the patient found moisture around the cycler pump heads when the cassette door was opened. The cause of the fluid was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their treatment on the night of the reported event and pending delivery of the replacement cycler. The patient has since resumed treatment using the replacement cycler without further issue. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during tx complete - step 9 remove cassette of treatment and was not connected at the time of the customer support call. The patient noticed some moisture around the pump heads after the last treatment. The patient reported fluid was discovered in the cassette pump module. The patient reported an m31 air detected in cassette warnings during drain 1 of 4 of treatment. The patient was unable to complete a treatment on the cycler since (B)(6) 2024 due to the cycler alarms. The patient stated they were evaluated by the pd care team and was advised the catheter showed no signs of any issues. The film on the back of the cassette was not loose. The patient was advised to discontinue use of the cycler and the cycler was replaced due to the m31 air detected in cassette warnings. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn). The patient knew how to and would perform manuals in the absence of the cycler. Upon follow up, the pdrn confirmed the reported event. The pdrn stated fluid was noted during step 9 of treatment as treatment was cancelled and following the reported m31 air detected in cassette warning alarms while using the cycler and prior to the leak. Per pdrn the patient found moisture around the cycler pump heads when the cassette door was opened. The cause of the fluid was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their treatment on the night of the reported event and pending delivery of the replacement cycler. The patient has since resumed treatment using the replacement cycler without further issue. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.